Event description:
The customer reported that an 840 ventilator stopped cycling. No pt involvement. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone. The customer reported to have passed extended self test (est), the failure was not duplicated. Covidien was not authorized to service the device.